Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. However, samples from the same family of devices were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to complaint. Customer complaint cannot be confirmed due the device sample is not available to perform a proper investigation and determinate the root cause. Root cause is unknown. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "lead line from pilot balloon to cuff on ett was severed. Cuff unable to hold air. Tube exchange was completed and patient remained stable".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit v5-10316 et tube, hvt, 8.0, nova plus for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the inflation line was severed. The pilot balloon and the rest of the inflation line was not returned. The returned sample appears used as there is biological material present on the device. The et tube was returned with a 5ml syringe. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "tubing is severed during use" was confirmed based upon the sample received. The inflation line of the returned et tube was found to be severed. The pilot balloon and part of the inflation line were not returned. The severed inflation line would prevent the cuff from being able to inflate. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. However, it could not be determined exactly why the inflation line was severed. Therefore, the root cause of this complaint is unknown. We will continue to monitor and trend on this issue.

Event description:
Customer complaint alleges "lead line from pilot balloon to cuff on ett was severed. Cuff unable to hold air. Tube exchange was completed and patient remained stable".